Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received. If information is received, the complaint will be updated.

Event description:
The customer reported the parameters cannot be set. The customer reported there was patient involvement and no patient harm.